Event description:
It was reported that a pocket infection occurred. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event. The right atrial (ra) lead subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead implanted: (B)(6) 2001. (B)(4).